Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri battery status after 30 months of implant. The physician was not satisfied with the longevity of the ICD.